Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6)2025, the patient developed redness, pus, and an infection extending beyond the patch perimeter. The patient had burning sensation and tenderness, and the area was hot to touch. The patient cleansed the reaction site with 91% alcohol. On (B)(6)2025, the patient consulted a physician who prescribed a course of unspecified oral antibiotic medication for the infection. At the time of report the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.